Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in backup in vvi mode. After a user download, the device resumed normal function. The patient is stable and will continue to be followed.